Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Low bg cause was not known; customer is having "other medical issues that may be causing issues with insulin". Reportedly, customer took a nap in car at work and "woke up to the ambulance and [their] coworkers around [them]". Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids (nature of fluids was unclear), resolving the issue with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.